Event description:
Customer called to report high blood glucose. Customer mentioned she is currently in the hospital due to surgery and that it wasn't related to diabetes. Offered to troubleshoot the insulin pump. Customer stated they will consult the doctor and call back. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.